Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system lockups. The fse determined the cause of the problem to be the system interface pcb. Fse replaced the system interface pcb to resolve the issue. The fse verified system functionality. The system interface pcb serves as an interface between the sbcs and other system components. If a component on the sib fails or a connector on the sib is damaged or the cable is not seated properly, it may not be able to digitize the ac mains current and voltage sense analog signals from the surge suppressor. System software would post an error message. Over time, especially with heavy use, the battery could become drained of charge, preventing further x-rays from being taken. Based on age of the system, manufactured before 2003, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.